Manufacturer narrative:
Conclusion code not available. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection noted the connector pin was pulled from the connector assembly due to excessive force. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped off and clogged the connector pin. Electrical testing revealed no indication of conductor fractures or internal shorts. Delamination of the ptfe coating of the stylet contributed to the event.

Event description:
During the implant procedure, the stylet could not be removed from the left ventricular (lv) lead. The lv lead was removed and replaced with no patient consequences.